Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A product development evaluation was performed for the complaint depth gauge for locking screws, part # 03.010.072, lot # 4765024 (subject device). The returned device shows regular use during its 10+ year lifespan. There are cosmetic scratches on the outside body. The measuring needle is in good condition and is undamaged. The device operates smoothly and no issues could be found that might have contributed to the complaint condition. A visual inspection, dimensional inspection, risk assessment review, drawing review, and DHR review (as previously reported) were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The associated drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument is an additional instrument used during femoral and tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned device is multi use and is used for determining the length for locking screw selection. This complaint condition could not be replicated and no damage or issues were found with the returned device. Because of this, the complaint is determined not to be a design deficiency. This complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge was difficult to use (sticking) during a pediatric femur fracture status post i.m. Nailing. It was noticed that the depth gauge was difficult to slide prior to an incision being made. Another gauge was available for use. No procedural complications or time delay were reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. (B)(4). Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has not been received as of yet. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: depth gauge for locking screws to 100mm for im nails lot 4765024 - nemcomed (now known as avalign technologies-nemcomed) manufactured the depth gauge for locking screws to 100mm for im nails, part 03.010.072 and lot 4765024. Initially, the part conformed to the supplier¿s certificate of conformance, dated august 6, 2004 and to synthes final inspection sheet. The parts were released to the warehouse on august 16, 2004. There were no other material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.